Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 05/23/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings:the keypad was found to be fully intact; there was no damage observed. The complaint of the keypad button response issue was not able to be duplicated during investigation. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen text was dim/faded and discolored. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked at the opening of the battery chamber. A test battery cap was able to be fully secured to the pump. No power losses occurred during investigation. There was no evidence of moisture damage found in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.